Event description:
Medtronic rep attempted to program ppm at the end of the procedure and stated that the "set screw" was not secured. This connects the lead to the ppm generator. The pt was reprepped/redrapped and this generator was removed and a new one implanted.